Event description:
Customer reported damage to pump housing specifically around the usb port, which affected the pump¿s ability to charge but did not cause it to shut down. Blood glucose level remained within normal range. Tandem technical support arranged for a replacement pump and confirmed the shipping address. The customer was instructed on putting the pump into storage mode before returning it and agreed to use a pre-paid label for returning the problematic pump within 10 days.